Event description:
Reporter alleged that the inform meter has melting on the plastic at the connector port. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 5 of 6. The technical service representative (tsr) instructed the hp to close all the clamps and transfer set. The tsr explained se 2240 indicates a large amount of air has entered setup. The hp stated he was unsure why the hc alarmed with se 2240. The hp confirmed he did not disconnect, the spare line clamp was closed, and the bags were connected. The tsr advised the hp to report incident to his peritoneal dialysis nurse. The hp stated he would finish therapy manually. No further information is available at this time.